Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a liquid crystal display (lcd) on the pump head not working properly was confirmed during product evaluation. The assignable cause was a defective display on the pump head module . The pump head module display was replaced to correct the reported condition. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a liquid crystal display on the pump head not displaying properly. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.